Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2010. Subsequently, a revision procedure was performed the next day on (B) (6) 2010 because the acetabular cup was loose. It was noted that the patient had soft bone. The acetabular cup and modular head were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B) (4)